Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt/monitor unusable and lack of tactile alarms) has been confirmed. Upon investigation the electrode belt had an intermittent connection with a monitor. The cause for the failure was isolated to an open orange (+5v) wire and main battery wires in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing a service code 204 (belt/monitor unusable) and lack of tactile alarms.